Event description:
Physician diagnosed the event as a hematoma due to vascular occlusion, performed incision and drainage of the sie and prescribed an unknown oral antibiotic. As of 5/9/97, the hematoma had resolved completely without scarring. The pt had received add'l collagen treatments without problems.